Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation revealed that there was no system malfunction. The investigation of the case logs found that the root cause was user user technique. For the l4 level, the user selected shot 11 to use for the merge, and it was found that this image had a tracking error. Tracking errors can occur when the refresh button is used while the c-arm position is inconsistent (i.e. Hitting refresh after the c-arm has already been moved to a new location). Additionally, for the l4 level, a shift was seen in both the ap and lateral views of the merge. There are several factors that affect the quality of the merge, including distinguishable anatomical features of the patient in fluoro images, and movement of the fluoro tracker during image capture and x-ray emission. For this particular case, the anatomical landmarks of the patient were significantly changed as the patient had 2 alif cages placed within the levels of interest (i.e. L4-l5, and l5-s1), that were not present in the original CT scan. This resulted in the merge not being of satisfactory quality. The software prompts the user to check patient registration for verification. The user proceeded with a merge containing an anatomical shift. In summary, the l4 right screw was misplaced lateral to the pedicle. This was confirmed with a c-arm shot. Then, the remainder of the case was successfully completed using traditional means. The screw was removed, and later free-handed by the surgeon using his normal open technique. There was no adverse effect to the patient. The cause of the reported issue was traced to user technique.

Event description:
During an excelsius posterior lumbar fusion l4-s1, the surgeons 1st screw at right l4 missed the planned trajectory by 5+mm. Surgeon was hesitant as this was his 1st time using the newly upgraded software version. The CT we used was done in (B)(6) 2020, the patient had 2 synthes alif cages placed anterior at l4-5 & l5-s1 just prior to the posterior approach. Instead of doing an o-arm spin after the alifs, as we've been doing with success recently, we decided to use the cts done in july. The doctor and I had just watched the recent panel discussion on technology transition with the doctor on (B)(6)2020. During the merge, l4 & l5 seemed to merge fine. At the s1 level, seemed to be a slight shift in the s1 endplate. I believe he did not use the initial 4.5 high speed burr on high. His next step was using the 3.5 drill. Neither of us could hear the change in the sound of drilling thru the initial cortex. I asked him if he'd like a pedicle feeler probe and he said he felt bone. He then placed a 6.5x45 creo amp screw. He said that it didn't feel right. He used neuro monitoring and the screw gave a response at 7ma. When then took a c-arm shot confirming the screw was lateral to the pedicle.